Manufacturer narrative:
(B)(4). The customer reported the following information: the ventilator was not in use on a patient at the time the event occurred. Evaluation results: found compressor trip switch was active. Removed all the electrical connections and reconnected all the connections ventilator is working well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up a 980 ventilator generated a loss of communication diagnostic message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.